Event description:
No additional information is available.

Manufacturer narrative:
1. No samples and pictures were returned from the customers, the detail of defect cannot be identified. 2. Review batch record information, 1) the complaint lot 3353298was produced in the prn automatic assembly line, the production date is 2024-1, and the m860 packaging machine was packaged in 2024- 2, and the batch of products totaled 439.6k. 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Retained samples analysis: performed strain relief test and leakage test on the retained sample of complaint batch(rotate the prn sample onto a standard luer connector ,inject the standard pressure water , observed the prn whether abnormal), the test result passed. 4. Root cause: performed leakage test on the retained sample , the test result passed , the defect cannot be reproduction; due to no sample and picture returned , the detail of defect cannot be identified; 5. The plant continue pay attention to the defect.

Event description:
It was reported that bd prn adapter had a loose component and leaked. On (B)(6) 2024, he was treated with mesalamine boost as prescribed, and 5 minutes after the heparin cap was attached and used, there was local oozing of fluid, and the heparin cap was replaced immediately, and he was in good condition afterwards.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.